Event description:
Additional info provided by the surgeon indicate the pt was "doing great" at the 2-week post-op exam. The pt's uncorrected visual acuity is currently 20/20.

Event description:
A surgeon reports that during a lasik surgery, the laser lost power when the procedure was 94% completed. The surgery could not be completed. It is not known whether there was patient impact/injury associated with this event. Additional information has been requested.

Event description:
Additional information has been provided by the sureon. This pt was being treated for an monovision outcome. At the time the laser lost power, there were no other power issues in the room or the building and the battery back-up for the laser system did not come on. The surgeon stated he altered this pt's post-operative medication regimen due to this event. At one month post-op this pt visually acuity was 20/25. No re-op measurements were provided.